Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18mwd, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a loss of therapeutic effect and impedance checks confirmed that the impedances were out of range. An x-ray was performed and determined that the lead was pulled from the original placement and surgery confirmed that the lead was twisted in the pocket. The result of the issue was lead replacement which resolved the issues. There were no further complication reported or anticipated.